Event description:
Related manufacturer reference number: 2017865-2023-00232. It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the lead exhibited a capture anomaly and the pacemaker exhibited premature battery depletion due to lead issue. The lead was replaced and the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted the lead exhibited high capture thresholds and an insulation break. The patient was in stable condition.